Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: infused mag over 20 minutes not 2 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was received for evaluation. The reported complaint was not confirmed. Delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times: 6 minutes 5 seconds or 98% of expected accuracy. 6 minutes 5 seconds or 98% of expected accuracy. 6 minutes 4 seconds or 98% of expected accuracy. Preventative maintenance was performed. The device history logs were provided for evaluation. The log review shows on (B)(6) 2021 and 12:33pm a piggyback infusion start of 25ml/hr and 2 hours (dl: mag2g; 1g/hr). At 12:34pm infusion was stopped with a volume infused to 0.55ml. No further infusions took place. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.